Event description:
The information received from the affiliate indicates that during dilation of the left femoral artery of a male patient (age and weight unk), the balloon burst. The vessel was calcified. The balloon was inflated manually therefore the pressure is unknown. Procedure was completed with another opta pro. There was no injury to the patient.